Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced fluctuating glucose with recurrent lows while using the ilet bionic pancreas after frequently announcing ¿less than¿ meals, which constituted an improper method of use; two overnight occlusion alarms were also reported but not acted upon until morning, and the device interface was involved during setup and factory reset. Symptoms included hypoglycemia with a nadir of 53 mg/dl, confusion/disorientation, dizziness, and malaise. Outcomes included the need for oral glucose to treat hypoglycemia. Investigation included communication with the user and analysis of information provided, along with review of synced report logs. Investigation of this case revealed no device malfunction, a usage problem related to repeated ¿less than¿ meal entries, and user interface involvement; the medical device problem was categorized as improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error. The user performed a factory reset and was provided education and best practices while arrangements for clinical follow-up were initiated.